Event description:
Same case as MDR ID: 2134265-2014-05521. It was reported that a rotawire fracture occurred. A rotablator rotational atherectomy system and 330cm rotawire were selected to treat the target lesion. During preparation, while testing the burr at 185,000rpm, it was noted that the rotawire fractured at the mid part just before the guide catheter. There was difficulty removing the wire from the burr so they pulled the distal portion of the rotawire from the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The annulus of the burr was inspected and found to be damaged and the annulus was found to be blocked by a piece of the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05521. It was reported that a rotawire fracture occurred. A rotablator rotational atherectomy system and 330cm rotawire were selected to treat the target lesion. During preparation, while testing the burr at 185,000rpm, it was noted that the rotawire fractured at the mid part just before the guide catheter. There was difficulty removing the wire from the burr so they pulled the distal portion of the rotawire from the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).